Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of sponge detached.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2023-06512 for the associated device information. It was reported to boston scientific corporation that an advanix bility stent and an rx locking device were to be used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on november 15, 2023 for treatment of chronic pancreatitis. During the procedure, resistance was felt in the working channel while advancing the advanix biliary stent through the scope due to the peeled-off cover of the guidewire. Consequently, the distal end of the guide catheter was split at the tip. Upon visual inspection, it was noted that the sponge of the rx locking device was detached. A water soluble lubricant was not applied to the top of the biopsy cap prior to use. The stent and the locking device were removed from the patient and exchanged. Another advanix biliary stent was used, and a different locking device was used to complete the procedure. There were no patient complications reported as a result of this event.